Manufacturer narrative:
D9: device was received on 7/25/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional and accuracy tests were performed. The customer's stated problem was not confirmed. The device was functioning as intended. There was no known cause of the reported issue, and no further action will be taken.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a failed accuracy test +6.8%. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement.